Event description:
The customer reported that the v60 screen blanked out and quit. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The customer contacted a clinical specialist and requested assistance. The customer reported that when biomed reviews the unit, they cannot find anything wrong and placed the unit back in service. Upon further investigation it was discovered that a contributing factor to the issue was the white non-philips v60 power cord that was being used. It was reported that the cord was pulled from the plug and the voltage would come and go based on how the cord was manipulated. Visual inspection of the power cord shows evidence of damage. The power cord was replaced. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.